Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length micro driver rapid exchange (rx) coronary stent into a pt. However, it was reported that the relevant device did not cross and on removal from the pt, the stent dislodged in vivo. It was reported the dislodged stent was not removed from the pt. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).: evaluation: results: other (root cause of the event cannot be determined based on information available), (stent dislodgement), (stent). Evaluation summary: the delivery system was returned for evaluation with the absence of the stent. Review of the returned complaint device showed that the tip was severely damaged. There was clear evidence of stent crimp/bake impressions on the balloon working length.